Event description:
The customer states the pump is inoperable. Upon triage on (B)(6) 2017, service found that there was no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ no audible alarm.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint was filed in error as this is a duplicate complaint that was already reported under regulatory report number 30064519 81-2017-05234. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the pump is inoperable.